Manufacturer narrative:
Procode: additional device product codes: hsb. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Part #: 04.005.414s. Lot #: 498p448. Manufacturing site: (B)(4). Release to warehouse date: 29 nov 2021. Expiration date: 01 nov 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery using mhn long nail for left humeral shaft fracture with the screw in question. In the surgery, the surgeon inserted the 4.0 mm locking screw into the distal f and h holes. It is not possible to identify which ip screw is the f or h hole. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed on an unknown date, that the patient has symptoms of radial nerve palsy. The surgeon considered that the head of the screw inserted into the h-hole interfered with the radial nerve. The surgeon also speculated that one of the causes was that an intramedullary nail was inserted in a quite external rotation position. Re-operation to remove locking screw inserted in h-hole is planned on (B)(6) 2022. It is not known which screw in the ips is the concerned one screw in question on h-hole. This report involves one (1) 4.0mm ti locking screw w/t25 stardrive 24mm f/im nails-ster. This is report 1 of 2 for (B)(4).